Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and video describing the event. The video shows the distal end of the device and the user operating the handle; when the handle is manipulated, the drive wire advances forward with the clip attached; the housing has detached from the cath attach. A second device is in the background, and it appears the housing has detached from the cath attach but remains connected to the drive wire. We are unable to determine which device is for this report and which is for the related report (cook ref (B)(4)). The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the video provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil the device. Verify smooth handle operation and clip action. Open the clip by gently moving the handle spool distally (away from the handle thumb ring). Once the clip is fully open, do not continue advancing the handle spool as the clip may prematurely detach from the catheter. Close the clip by moving the handle spool proximally until the clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed, hold the red handle cap, and advance the device in small increments into the accessory channel of the gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance the device, relax the elevator and/or straighten the endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During a procedure to secure or fix nasojejunal feeding tube, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip partially released. There was no reportable information at that time. A video of the clip tromboning "[clip housing detaches from the catheter attachment and remains attached to the drive wire]" was provided "[subject of report]". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.